Event description:
Robot arm was broken inside the pt, seemed to be missing a screw upon removal that relief scrub tech noticed. At the end of the procedure kub was taken to ensure there was no forgein body in pt. Attending. Dr. [Redacted] (listed in chart) from radiology read x ray and confirmed there was nothing in pt. Proceeded to extubate and go to recovery. Final counts correct, kub ordered by md attending surgeon aware and breiefed throughout the whole incident.